Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified tear. . No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "damaged implant", "silicone gel was evacuated", and "torn implant shell". Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "damaged implant" confirmed via MRI and ultrasound, "thickened capsule was excised from the lateral surface of the ribs and the lateral edge of the pocket", "silicone gel was evacuated", and "torn implant shell". This record is for the right side. Device was explanted.